Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and unknown 3.25 x 11.5 3i tapered implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The devices had been placed on tooth # 7 (universal) for an unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1228299) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR was not reviewed for the unknown implant since the lot number was unknown. Complaint history review was performed for the reported lot number (1228299) for similar events and no other complaint was identified. However, complaint history was not reviewed for the unknown implant. Based on the available information, device malfunction and the reported event could not be verified. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no." H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient had a broken biomet 3i screw on #7. It was part of a bridge from 7-10. Screw was identified by assistant and doctor iunihg this is still in the unknown 3.25 x 11.5 3i tapered implant.